Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 90 to 110 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from trueresult meter to onetouch meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 79 mg/dl using trueresult meter and 111 mg/dl using friend's onetouch meter. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 73 mg/dl and 69 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had a poor fill. Additional product codes added. Correction of lot #:test strip, lot # ps2414.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 90 to 110 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from trueresult meter to onetouch meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 79 mg/dl using trueresult meter and 111 mg/dl using friend's onetouch meter. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 73 mg/dl and 69 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had a poor fill. Additional product codes added.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 90 to 110 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from trueresult meter to onetouch meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 79 mg/dl using trueresult meter and 111 mg/dl using friend's onetouch meter. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 73 mg/dl and 69 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/20/2018 and open vial date is (B)(6) 2015. (B)(6). Adverse event not reported.